Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2000. The month of manufacture was august. Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510.